Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2013 at 09:02:37. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.